Manufacturer narrative:
The insulin pump was able to download to the carelink software without any errors. The insulin pump passed the self test. There was no signal to low alarm during testing. However, error alarm that was found in the alarm history file was due to corrupted history file. The insulin pump passed the unexpected restart error test. There was no unexpected restart alarm noted. The unit had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, belt clip slot, battery tube threads and stained end cap sticker.

Event description:
Customer reported that the insulin pump returned multiple error alarms. The presence of these error alarms in the insulin pump's alarm history was preventing software upload. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).